Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the outflow graft appeared to demonstrate stenosis on a computed tomography (CT) scan from 2021.

Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the submitted CT images appear consistent with an outflow graft deformation. A specific cause for this deformation could not be conclusively determined. The account communicated on 18may2024 that a computed tomography (CT) scan from 2021 appeared to demonstrate outflow graft stenosis. The issue was reportedly resolved on 28may2024. See MFR # 2916596-2024-03241. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 ¿introduction¿ of the IFU lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This section also explains pump parameters, including power and flow. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.